Event description:
Unomedical reference number (B)(4). Event occurred in the puerto rico, u.s. It was reported that infusion set became detached from patient's body and fell off. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country: puerto rico, u.s.